Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation causing the patient to seek medical attention and receiving a prescription. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Changing your pod chapter 3 / page 23: warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes chapter 11 / page 115: infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported by the patients grandmother that the patient had skin irritation on his stomach at the pods cannula insertion site. She stated they saw a doctor and he provided a prescription ointment cream (mupirocin) for the patient.